Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed the following additional information. -manufacturing date:2018/8/3. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the image did not appear because unexpected stress was applied to the cable due to user handling and the cable broke. And, omsc surmised that e216 (scope communication err) occurred because unexpected stress was applied to the video connector due to user handling and the video connector failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified inspection, the subject device had a failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (oekg) checked the subject device and found that the connection problem with the video processor detected due to breakage of the cable. There were several errors (e226) intermittently when the subject device was connected to the otv-s300. There was at least once an endoscopic image failure when the subject device was connected to the otv-s200 and the otv-s300.